Event description:
Infusion pump for pca (pt controlled analgesia) began to make beeping noise whenever buttons pressed to change readings. Numbers (readings) would change without being touched. No morphine delivered. When checking machine during this time, continuous infusion digital readout was rising rapidly up to 10 mg/min. Removed from pt, taken out of service.